Event description:
The casters on these beds are very poor quality. We have only had these beds for about 6 months and several casters on these style beds are already falling apart. Manufacturer response for patient bed, drive (per site reporter). They just sent us replacements under warranty.